Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise since (B)(6)2012. The noise was non-reproducible in clinic. All lead measurements were within normal range. The patient was pacer dependent. Physician elected to continue monitoring the lead. The patient was stable.